Event description:
Reporter indicated that the pt developed an infection. The physician subsequently decided to have the device removed until infection cleared, and would then re-implant the device. All attempts for further info were unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Result: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.